Manufacturer narrative:
Ortho clinical diagnostics (ocd) quality assurance performed retained and return testing of this lot of product. All group b control samples were negative with both the retained and returned vials.